Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all keypad buttons were under-responsive, and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during investigation, it was observed that there was a leak due to a cracked pump case. There was also evidence of moisture corrosion on the transceiver board, on the display board near the keypad connector and on the display. The keypad cover was intact and all buttons responded normally to button presses. Unrelated to the original complaint, it was observed that there was a crack in the case near the upper right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.